Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error (open book image) on the lcd screen. Upon further review of the unit's interior, there was heavy corrosion on electrical board particularly around the battery connectors, on the flex cables, on the back of the lcd screen, and in the battery compartment. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests due to the critical pump error. Device received has a crack in the battery threads. Also the s/n label located between the belt clip rails is worn down to the point where it¿s illegible.